Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. In addition, it was reported air bubble were observed throughout the infusion set tubing, and customer could smell insulin coming from the pump. Customer did not observe any leaks. Customer's blood glucose level was 166 mg/dl. Customer primed the infusion set tubing to remove air bubbles.